Event description:
It was reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller initially used a wall outlet to charge the pump. Customer used a wall charger, which resolved the charging issue and no further assistance was required.